Manufacturer narrative:
(B)(4). A review of the latitude data indicated a parallel increase in atrial, ventricular, shock and left ventricular pacing impedance measurements. A potential mechanical issue when it comes to the right atrial lead was discussed. A manual cap reformation was discussed as well as performing induction testing to verify the device ability to detect and treated ventricular fibrillation. This investigation is ongoing. Upon further information this investigation will be updated.

Manufacturer narrative:
(B)(4). Additional information noted that the physician elected to perform weekly follow ups with this patient and the latest measurements appeared within range. This system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered due to high out of range shock impedance measurements. It was noted that the impedance measurements had increased since (B)(6) 2015 likely due to electrolyte imbalance or due to the patient being hospitalized for heart failure during the same time frame. It was also noted that the patient was hospitalized in (B)(6) 2015 due to a fractured humorous, this was the same as the device was implanted, and an increase in shock impedance measurements was also noted at this time, although the measurements were not out of range. Further follow up was performed, all pacing impedance measurement appeared within normal range and the shock impedance measurements appeared stable. The device memory data was performed and was requested by be analyzed by boston scientific technical services (ts). The analysis is pending. The device remains implanted. No adverse patient effects were reported. A review of the memory dump by engineering noted that the device showed no resets or faults. Out of range shock impedance measurements were confirmed. A decrease in pacing impedance measurements as well as an increase was noted, but the values were not out of range. It was noted besides the change in lead impedances the device appears to be functioning normally. Boston scientific technical services (ts) discussed troubleshooting when it comes to out of range shock impedance measurements. At this time the system remains implanted. Further explanation was requested from the customer when it comes to this case.